Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad melted at the tip exposing metal. A short circuit error was displayed. The procedure was completed with a similar device. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The device produced a short circuit error when the seal & cut button was activated. The jaw was found misaligned when closed and likely caused the short circuit error message. A visual inspection was performed and found the teflon pad with normal wear, no metal exposed. Evidence of char marks were noted on the teflon pad and jaw. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. This type of teflon pad damage is most likely due to insufficient or no tissue between the probe and jaw when the device is activated.